Manufacturer narrative:
One pneupac ventilator (parapac) was received in good condition. The investigator attached a 50 psi connection to device and turned it on. The investigator then ran an initial occlusion test to troubleshoot. The manometer gauge was found to be working as intended. The o2 was also within tolerance. The customer reported product problem was not replicated. The investigator did however note a secondary issue; the nrv was failing the pneumatic alarm. The investigator noted this issue was attribuitable to normal wear and tear. The alarm housing was replaced as a result. The device passed all functional tests after this measure was taken.

Event description:
Information was received indicating that the pressure gauge to a smiths medical pneupac® parapac® ventilator was bad and that the o2 was out of tolerance. There were no reported adverse effects.